Event description:
The lay reporter contacted lifescan (lfs) in january 2006 alleging that the patient's/lay user's meter had not powered on in approximately two weeks. The medical affairs specialist (mas) mailed a letter since the user could not be reached by telephone for further clarification. The reporter mentioned that since the meter had not powered on, the patient had to go to the ER where he was treated with insulin. She also mentioned that he was admitted several times. No information on whether the "several times" was diabetes related. The meter was replaced less than year ago and the battery contacts were in good condition. The reporter was unable/unwilling to state whether the patient experienced any symptoms. The patient was using the correct vial of test strips and the meter is not a new product (out of a box). The meter does not power on by pressing the power button and the meter did not power on when the test strip was inserted all the way into the meter. The customer care agent (cca) sent the patient a replacement. No further information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the incident, readings in the hospital and information in regards to being "admitted several times." The complaint is being reported since there was a delay in treatment since the meter did not power on and a medical professional treated the patient with insulin.